Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01909.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and pod packing coils (podj). During the procedure, while advancing both coils through a lantern delivery microcatheter (lantern), the physician experienced resistance, therefore the coils were removed. The procedure was completed using ruby coils and the same lantern. There was no report of an adverse effect to the patient.